Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced chest pain and heart attack and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the chest pain and heart attack was unknown. It was reported that the patient was hospitalized for chest pain prior to the time of death. Treatment for the chest pain was not reported. During hospitalization the patient experienced a heart attack and passed away. The cause of death was reported to be due to heart attack. The cause of the heart attack was unknown. The patient was not connected to the homechoice device nor performing pd therapy at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. The device failed rite functional testing; no failure or malfunction was identified that could have contributed to the reported issue. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.